Manufacturer narrative:
The patient/family was the initial reporter.

Event description:
The advocate reported that some of the customer's blood glucose readings were not being stored in the memory of the contour next link meter. The meter was saving only one of six readings per day. No adverse event was alleged. The advocate was advised to return the meter for evaluation. Replacement meter was sent to the advocate.